Event description:
It was reported that a spectrum iq infusion pump under infused during therapy. The device was programmed to administer 500ml over 90 minutes. A primary bag of saline was clamped and secondary bag of medication was dripping, however at 70 mins, the bag of medication was mostly full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported underinfusion was not reproduced. The device was tested for flow accuracy and found to deliver within expected range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.